Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. It was reported that the patient was being scheduled for a change out procedure and a manual capacitor reformation was performed, which indicated that the charge times had recovered. Technical services stated that we recommend device replaced as eri was previously declared; however, the final decision is up to the physician. No adverse patient effects have been reported.